Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that excessive battery discharge was observed. Device will remain implanted until it reaches eri.